Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention sample of the involved product code/lot number as well as the surrounding lots. A visual examination confirmed there were no visual defects. A review of the device history record for the reported part/lot combination did not reveal any issues during the manufacturing of the reported lot. A search of the complaint database confirmed there have been no similar reports for the reported part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information however, it is likely that the sheath may have come into contact with scar tissue or calcification, causing it to kink. Another potential cause could be that the skin incision created at the puncture site may have been too small, causing the sheath to kink upon insertion. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that the sheath kinked during insertion. Follow-up communication from the user facility reported the following information: the sheath kinked when trying to insert the wire into the sheath; the physician had to use another micro puncture kit to get access and remove the 6 french precision sheath; then the physician inserted an arrow flex 6 french sheath to do the procedure; the procedure was completed; and the patient was reported as doing fine.